Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It was reported that the device met resistance and use of force was applied. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for investigation. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion with heavy tortuosity and moderate calcification in the obtuse marginal coronary artery. The xience alpine stent delivery system (sds) was advanced with resistance from the anatomy and before reaching the target lesion, the sds was unable to advance further. Resistance was noted during removal of the sds; therefore, force was used to remove the device. During removal, the stent dislodged from the balloon. The dislodged stent migrated and remains in the proximal circumflex artery. The physician decided to advance a 3.0 x 12 mm xience alpine sds to compress the dislodged stent to the vessel wall. The procedure was ended. No additional information was provided.